Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with low blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 12 mg/dl. It was reported the customer passed out from their low blood glucose. The customer was treated with food for their low blood glucose. The customer's blood glucose then rose to 474 mg/dl. It was also found the customer was off insulin pump therapy for 5 days prior to their low blood glucose event. The customer was not wearing their insulin pump at the time of their hospitalization. No additional information provided.